Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging an unusual issue with her onetouch verioiq meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the alleged unusual issue occurred around noon, approximately 2-3 months prior to contacting lfs when the "meter asks for control solution". The patient manages her diabetes with a combination of medications including lantus insulin and gliclazide tablets. She was unable or unwilling to say whether she made any changes to her usual diabetes management routine as a result of the alleged issue. The patient claimed that between 1pm and 1:30pm on the day of the alleged issue, she developed symptoms of "shaky". She denied receiving any treatment for her symptoms and reported that she "just kept measuring [her] blood glucose". At the time of troubleshooting, the patient did not have control solution and was unable or unwilling to walk through resolving the issue with the csr. The issue remained unresolved. Replacement meter, test strips and control solution were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of an acute diabetes excursion, after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed.the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.